Event description:
Loosening of the acetabular cup with the depuy pinnacle system. I have extreme pain in the left hip, thigh, and groin area. I am unable to apply weight to left leg and have limited mobility. I was informed that I will need a second operation to remove the implant. Reason for use: necrosis.